Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on august 30, 2010, for investigation. Visual inspection revealed that the delivery tube was returned separate from the loading device. The seal was outside the deployment tube and was intact. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal would not deploy into the aorta" was not confirmed. If an attempt was made to deploy the seal, the white plunger would have been depressed and the device would be bloody. A lot history record review was completed for the returned product lot number. There was no no-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would deploy in the aorta but would back out and would not seal the aortic hole. The surgeon had anesthesia raise the pt's blood pressure, placed another device at an angle into the aorta and was able to deploy the seal. There were no pt effects. The product was returned.